Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple change cartridge error messages while attempting to load multiple new cartridges. There was no reported impact to the customer's blood glucose (bg) level as the customer had not tested their bg. The customer was able to load another cartridge. It was confirmed that the customer had a backup method of insulin delivery available.